Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead incurred lead body damage during the procedure. The lead was never in service. A new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm lead body damage allegation based on visual inspection which showed a cut in the insulation 85 millimeter from the tip. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead incurred lead body damage during the procedure. The lead was never in service. A new lead implanted. No adverse patient effects were reported.